Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture at max output, undefined impedance qualified as high, multiple episodes of noise and a possible fracture. It was noted that the patient experienced syncope. The rv lead was inactivated and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.